Event description:
It was reported that the stair pro seat frame was bent and the lock struts were broken. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.